Event description:
Reporter alleged that a patient received a result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 246 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 283 mg/dl, 202 mg/dl and 102 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. Reporter stated that she took her 500 mg of metformin as she normally does after obtaining the readings. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.